Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent a left hemi-colectomy which was performed without complications and no reinforcement material was used. The device was discarded. Three days post-surgery, the patient was brought back to the or for reoperation on (B)(6) 2016. It was reported there was dehiscence of the back wall of the anastomosis (1/2cm). Medical intervention included a hartmann procedure (colostomy) with unanticipated tissue loss. No reinforcement material was used. Patient status: stable.

Manufacturer narrative:
(B)(4). Follow-up information received: the colostomy was temporary.

Manufacturer narrative:
(B)(4).